Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure to treat cholangitis, performed on (B) (6) 2010. According to the complainant, the stent was positioned within the patient's common bile duct. As the nurse was pulling back on the sheath, the catheter was bending under the force used in attempting to deploy the stent. Once the stent was released, it jumped off of the delivery catheter and into the patient's common bile duct. However, the stent was not placed in the correct position, and was removed from the patient along with the endoscope. The patient was re-scoped and the procedure was completed with another wallflex stent. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure to treat cholangitis, performed on (B)(6), 2010. According to the complainant, the stent was positioned within the patient's common bile duct. As the nurse was pulling back on the sheath, the catheter was bending under the force used in attempting to deploy the stent. Once the stent was released, it jumped off of the delivery catheter and into the patient's common bile duct. However, the stent was not placed in the correct position, and was removed from the patient along with the endoscope. The patient was re-scoped and the procedure was completed with another wallflex stent. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. On (B)(6), 2010 it was reported to boston scientific that the patient had a three centimeter malignant stricture in the common bile duct. The patient's anatomy was not tortous; however predilatation was performed prior to stent implantation. There was no noticeable damage to the delivery system, and the stent was successfully removed from the patient using a snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B) (6).(B) (4)the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.